Event description:
After successful deployment of a bifurcated device and a 28mm suprarenal aortic extension model, an angiographic image revealed an intraoperative proximal type I endoleak that could not be resolved with additional ballooning. A palmaz balloon expandable aortic stent was placed which resolved the leak. It was reported that the patient tolerated the procedure well.

Manufacturer narrative:
Endologix continues to investigate the reported event. Endologix will submit a supplemental report in accordance with 21 cfr 803.56 when additional information becomes available.

Manufacturer narrative:
Review of lot records/work orders, prior reports. No issues were noted. Endoleaks are a known risk of the procedure. Actual device not returned hence no device evaluation performed. No conclusions can be drawn.